Event description:
Additional information was received from a manufacturer's representative. The rep was contacted by the managing physician because the physician had read the questions on the follow-up request and did not understand what was being asked: what troubleshooting was performed related to the stopped pump (please provide results or note if results are unknown)? Was the cause of the stopped pump determined? If so, please clarify what the cause was. Has the stopped pump and withdrawal been resolved? The rep spoke with the managing physician, and stated the patient had fallen and went to the emergency room, they thought it was on/around (B)(6) 2016. It was unknown what actions/interventions took place in the ER, however the rep was not aware of narcan being delivered, and did not think it made sense that the patient stated they received narcan for the reported withdrawal symptoms. The rep stated the patient¿s pump was still implanted and the patient was still receiving therapy. The rep was not aware of any device/therapy issues with the pump after speaking with the managing physician. No further information was provided. The information given by the managing physician is conflicting information when compared to what the patient reported. The patient reported the pump was explanted and the managing physician reported the pump was still implanted.

Event description:
Information was received from a consumer who was receiving morphine (unknown dose, and concentration) via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2016 that the patient's pump began acting up and then it stopped working. It was stated the patient had a seizure and then quit breathing. He was given a shot of narcan to help with the withdrawal but it didn't work very well. The patient's pump was removed at (B)(6). The patient is scheduled to get a new pump on (B)(6) 2017. This event took place in (B)(6) of 2016. The status of the patient was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.